Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified cracks on the ultrasonic sensor flex tail which contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported false air in line alarms which were reproduced while running a loaded set. Air in line alarms were verified through a review of the event history log and found to be caused by cracks on the ultrasonic sensor flex tail. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false air in line alarms. There was no patient involvement. No additional information is available.